Event description:
It was reported that during an acl surgery the screw broke at the 1/3 from tip during fixation. The broken tip left inside patient's body. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 8mm of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. The clinical details were reviewed and it was confirmed that a tap was not used to prepare the insertion site. Use of a tap is recommended for bone tendon-bone grafts. Use an appropriate size tap to pre tap the insertion site prior to screw insertion. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used. Further investigation is not warranted at this time. Reportedly during an acl surgery the biosure screw broke at the 1/3 from tip during fixation. The broken tip left inside patient's body. It was further communicated that a back up device was available and no patient injuries where reported. The retained screw tip is comprised on biocompatible material. The impact to the patient beyond the retained screw tip cannot be determined. It is unknown if micromotion is possible where the screw tip is retained. Since no harm to the patient is being reported and a back up device was used no further medical assessment is warranted.

Manufacturer narrative:
Updated.